Manufacturer narrative:
Additional information regarding this event will be included in MFR report number 3004209178-2019-21583 as further review indicated this event can be captured within one report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving intrathecal baclofen 1000 mcg at 49.98283 mcg/day via an implantable pump. The dose and concentration were unknown. The indication for use was not reported. It was reported that on (B)(6) 2019 the patient reported post-procedure headaches. On (B)(6) 2019 the patient was advised to lie flat and drink plenty of fluids. On (B)(6) 2019 paracetamol and ibuprofen were administered. The patient was diagnosed with a post-dural puncture headache. The patient was discharged from the hospital on (B)(6) 2019 as headaches subsided but was later admitted to another hospital due to headaches on (B)(6) 2019. A blood patch was performed on (B)(6) 2019 and the patient was discharged. The patient¿s headaches improved, but the patient still experienced some residual headaches. The outcome was ¿unresolved with no further action planned¿. Etiology indicated the event was not related to the device or therapy, and the event was related to the implant procedure. No further complications were reported.